Manufacturer narrative:
Two devices were received for evaluation. The returned products met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the devices were tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the devices to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy procedure, the device was difficult to open. They opened the device by normal hand open and close movements. They opened a new like device and it worked fine, there was no patient injury.